Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and erosion. The patient has a silicone allergy and therefore patient's unify assura cd3361-40c crt-d was customized with a parylene coating of the header and silicone membrane to prevent silicone exposure and potential allergy reaction. Patient experienced potential allergic reaction which the healthcare provider is attributing to the leads. The system was explanted and replaced. Patient's condition during and post procedure was stable.